Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 40.2cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. The device was returned by the medical examiner and device evaluation was requested. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient was wearing a lifevest, the patient went into vt/vf possibly induced by the lifevest. The device delivered multiple high voltage shocks before external defibrillation was delivered, possibly through the lifevest which converted the patient's arrhythmia. Review of the device image noted that it was possible that the device was not delivering full output due to low battery voltage and long charge times.